Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and also a consumer via a company representative regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 50 mcg/day via an implantable pump for intractable spasticity. It was initially reported via a healthcare provider on (B)(6) 2018 that the patient was in-patient at the hospital. The physician wanted a company representative to come and interrogate the pump. It was indicated that the patient was reporting pain when they activate the personal therapy manager (ptm) to get a bolus. The change in therapy/symptoms occurred suddenly. The date of event was unknown. On (B)(4) 2018, additional information was received from a consumer via a company representative. The patient experienced increased spasticity for the past few weeks. The event occurred during normal use. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read, and no events were listed. It was further reported that the information was relayed to the managing physician for possible dye study. The issue was not resolved at the time of the report. The patient was without injury at the time of the report. Other medications the patient was taking at the time of the event was oral baclofen. No surgical intervention occurred, and no surgical intervention was planned. The patient¿s weight and medical history was noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.